Event description:
Device read 286mg/dl and two hours later read 102mg/dl. Caller states that they took no action that should have decreased their blood glucose. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.